Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
During a tcar procedure, a dissection was created with the interventional wire (enroute 0.014'' guidewire) at the ica and the cca. The physician made the decision to convert the procedure to a carotid endarterectomy (cea) to resolve the dissection.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
During a tcar procedure, a dissection was created with the interventional wire (enroute 0.014'' guidewire) at the ica and the cca. The physician made the decision to convert the procedure to a carotid endarterectomy (cea) to resolve the dissection.